Event description:
It was reported that the patient lost therapeutic effect and stimulation sensation. Reprogramming was unsuccessful. Lead breakage was suspected. The device was explanted. Further information is being requested at this time.

Manufacturer narrative:
Results: final device analysis revealed no anomalies on the ipg or extension. They were functionally ok. All lead conductors were broken 5cm from the cut end between the proximal marker band and the most proximal tine.